Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event as the pump was not returned, and the complaint was subsequently closed.